Event description:
Reporter alleged obtaining on the customer a discrepant blood glucose result of 86 mg/dl on the compact plus system comparted back to back with a result of 36 mg/dl on the emt system when testing was performed within 10 mins. Reporter stated the customer was feeling symptoms and she was treated with an IV by the emts. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.